Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's father reported via phone call indicating that they had excessive no delivery alarm during bolus. Customer's blood glucose was unknown mg/dl. The patient is now connected to old pumps and alarms are not present anymore. The customer's father stated that the device was not bumped or dropped and no MRI or magnetic field. The customer's stated they tried several reservoirs and infusion sets and they connected to older pump. The customer's stated that they don't have problems.